Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre sensor "needle was left out of sensor", and would not insert. The customer reported he had no further sensors or method to monitor blood glucose, and subsequently lost consciousness. The customer was diagnosed with hypoglycemia, and received unspecified treatment from a healthcare professional. There was no report of death or permanent injury associated with this event.